Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance (dcdc -7). Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. No patient adverse events were reported. Additional information was received that the patient generator was replaced due to battery depletion. The explanted device has not been returned to the manufacturer to date.

Event description:
Additional information was received, indicating that the patient's lead was replaced. The explanted device has not been returned to the manufacturer to date.